Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset date, the patient was hospitalized and began treatment with amikacin injection (150mg, per day, ongoing, route and duration not reported) and fortum injection (4.5gm, per day, ongoing, route and duration not reported) for the event. The patient was discharged from the hospital six days later and was recovered two days after discharge. Pd therapy was ongoing. No additional information is available.